Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian stated that the patient was complaining of pain at the pod site on their arm. Upon removal of the pod there was a big red lump with puss at the pod site. The patient¿s blood glucose levels rose to 25 mmol/l between 37 and 48 hours of wearing the pod. The doctor was contacted by phone to seek medical assistance. The doctor diagnosed the patient with an infection at the infusion site on their arm. The patient was prescribed an antibiotic crème; they could not recall the name of the prescription. The reporter also stated that they gave the patient paracetamol, but it was not prescribed. A new pod was applied.

Event description:
The legal guardian stated that the patient was complaining of pain at the pod site on their arm. Upon removal of the pod the site was swollen and red with purulent discharge. The patient¿s blood glucose levels rose to 25 mmol/l (450 mg/dl) between 37 and 48 hours of wearing the pod. The doctor was contacted by phone to seek medical assistance. The doctor diagnosed the patient with an infection at the infusion site on their arm. The patient was prescribed an antibiotic cream; they could not recall the name of the prescription. The reporter also stated that they gave the patient paracetamol, but it was not prescribed. A new pod was applied.